Event description:
Patient reported experiencing high blood glucose (400 - 500 mg/dl), after moving, in 2005. They stated that, before moving, they had lowered their basal rates, to compensate for delivering additional boluses, of 10 - 20u insulin; however, they indicated that they continued to feel "dry, and shaky." Additionally, they reported being stressed and having a cold. Patient stated that 3 days later, their blood glucose measured 539 mg/dl. Pump user went to the emergency room, and was treated with insulin injections and IV fluids.